Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: ventilator did not start up after watchdog test.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: ventilator did not start up after watchdog test.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Follow-up 2 - device evaluation: root cause: the issue was discovered during preventive maintenance and therefore not during use or start up for a patient therapy. During this preventive maintenance, shortly after the watchdog test, the ventilator did not start up correctly. Hamilton medical ag received the logfiles of the affected device for analysis. The device failure related to the watchdog test had been recorded in the logs. The watchdog test activates the "software watchdog". The test result has to be confirmed manually. Afterwards the ventilator needs to be restarted. During the event that occurred during the maintenance, the hamilton-c6 (sn (B)(6)) did not restart without a complete unplugging (ac power source) and disconnecting the battery. Typically, such failures can be due to a defective mainboard as root cause. See hamilton-c6-service-manual-en-627038.03. Further, an rtc (real time clock) problem was identified. No correction on the device (exchange of the mainboard) was reported nor confirmed by the end user. The issue was found during maintenance. If the issue would occur during the use of the device on a patient, the issue could be detected during start-up and prior to ventilation. It would not lead to a ventilation interruption; therefore, the issue would not lead to a deterioration in the state of health of the patient. Therefore, hamilton medical now closes this case as a non-reportable case.

Event description:
The following was reported to hamilton medical ag: summary: ventilator did not start up after watchdog test.